Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited low pacing impedance. No intervention was made. There were no patient symptoms reported.

Manufacturer narrative:
Further information requested but was not received.